Event description:
Report of explant of device system due to meningitis rec'd per annual device tracking report. Follow up with hcp revealed the pt had fever and meningeal signs and symptoms. Cultures were taken of the device pocket, lumbar region and csf were positive for staph. The pt was treated with IV antibiotics and total device system explant. The infection has resolved with no drug withdrawal symptoms. The pt had no add'l risk factors.